Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 53 mg/dl. Customer stated they were experiencing low blood glucose for weeks already. Customer had treated with food and glucose tablets and drank glucerna shake and then took couple of table spoons of peanut butter. It was unknown if the insulin pump was on auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.